Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable electrode was explanted and replaced due to an unspecified product performance issue. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. This electrode was returned intact (not severed). Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. However, a crack in the polycin vorite notch area next to sense b electrode, extending into insulation, was noticed. Although, no conductors were exposed. Laboratory testing was unable to detect any issues with this electrode and no abnormalities were noticed with its performance.

Event description:
It was reported that this implantable electrode was explanted and replaced due to an unspecified product performance issue. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.